Event description:
Patient's representative reported that patient started to experience pain, fear of alcl, a late seroma was suspected diagnosed by ultrasound. Physician reported capsular contracture, baker grade iii and after explant surgery device was found destroyed. This record relates to the left side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-05631. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late and capsular contracture baker grade iii was reported on (B)(6) 2023. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed an broken device assessed as surgical damage. No additional observations performed on the device. No further actions are required.